Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction on (B)(6) 2015. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2015. The patient stated that the reaction began 6-8 months ago and that the skin turned into a scaly patch, then left a permanent mark/scar. Patient further described the reaction as a mild skin irritation/rash, with an open wound that discharged liquid. Reaction was located on the abdominal region. Patient reported that they were in the process of seeking medical advice from their treating physician. Additional event or patient information was not provided.